Manufacturer narrative:
A steris service technician arrived onsite, reviewed the cycle printout subject of the reported event which did not indicate a fault had occurred. The technician inspected the unit and observed ck1 to be swollen. The technician further inspected the unit and found a gap between the lid and inflatable seal. The technician repaired the unit, ran two diagnostic cycles and confirmed the unit to be operational. No additional issues have been reported. The technician discussed the reported event with facility personnel as the event may have been attributed to the operator not applying equal pressure to both sides of the lid when closing it. The technician instructed hospital personnel to apply even pressure when closing the lid.

Event description:
The user facility reported that water was leaking from the lid of their system 1 express onto the floor. No injuries or procedural delays/cancellations were reported.